Manufacturer narrative:
At this time, records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited low out of range pace impedance measurements. Boston scientific technical services (ts) reviewed the device longevity remaining and noted the device had about 3 months remaining and that power consumption was high. Ts reviewed outputs and noted that they had always been elevated and were recently increased. Ts recommended staying diligent with device checks as there was likely less than 3 months remaining until the device declared elective replacement indicator (eri). No adverse patient effects were reported.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion and this left ventricular (lv) lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated, should further information be provided.

Event description:
Additional information was received indicating the crt-d and lv lead had also exhibited chronic high pace impedance measurements. At this time there is no change in the patient&#38112;care and the system will continue to be monitored. The crt-d and lv lead remain in service. No adverse patient effects were reported.